Event description:
Information received from the field notes that the patient was admitted for severe dizziness thought to be secondary to ventricular pacemaker syndrome. The lead exhibited high thresholds. The patient was partially pacemaker dependent with an escape rhythm of 45 bpm.